Event description:
It was reported that in-stent occlusion occurred. An innova stent was initially selected for use in the right distal superficial femoral artery (sfa). The innova was implanted in the sfa. On (B)(6) 2020, occlusion occurred. A 6mm x 120mm eluvia stent was then selected for use. The eluvia was implanted above the previously placed innova. On (B)(6) 2020, it was confirmed that the sfa branch to below-the-knee, which included the eluvia stent, was occluded. No patient complications were reported, and the patient was stable post-procedure.